Event description:
Initial report: this non-serious spontaneous case report from (B)(6) was reported by a physician (also the pt) on 13-aug-2010 and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree - (B)(4). The reporter experienced swelling of her whole face, head/face pain and bruising on (B)(6)-2010 after receiving poly-l-lactic acid (sculptra) therapy. No additional treatment details were mentioned. She treated herself with antihistamines and antibiotics. The swelling is gradually going down and the pt is recovering from the events. Relevant medical history and concomitant medication information were not mentioned. Action taken: permanently discontinued. Reporter's causality assessment: not provided.